Manufacturer narrative:
G4: 26feb2021. B4: 01mar2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03524 was submitted. Any additional information will be submitted under the reported MFR. Report submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:15feb2021. The customer confirmed the reported problem and elected not to repair the unit due to end of life. The device is no longer in service. Philips no longer support accessories, supplies, upgrades, and repair support parts associated with the bipap focus the end of support date for bipap focus ventilator is 31st december 2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
The customer called technical support (ts) reporting that the device is displaying an error code ¿battery faulty or missing.¿ the customer reported there was no patient involvement at the time the issue was discovered.